Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-18, information was received from a healthcare provider (hcp) via a company representative regarding a male patient who was receiving morphine 2mg/ml at 0.3 mg/day via an implantable pump for spinal pain. The patient¿s medical history was reported as ¿none.¿ on an unknown date, the patient experienced a lack of pain relief. No diagnostics or troubleshooting was performed. It was unknown what led to the event but it was determined to replace the catheter. The patient¿s status was reported as ¿alive ¿ no injury.¿ as of (B)(6) 2016, the event had resolved. Additional information has been requested regarding the event date, if there was a catheter issue, and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.